Manufacturer narrative:
DHR review revealed nothing relevant to this event. Follow up information from sales rep indicates the surgeon acknowledged the implant had not been implanted far enough into the bone. The surgeon decided to trim the protruding piece from the patient's toe. Patient is currently in satisfactory condition. This event was attributed to the user's technique and not a product problem.

Event description:
Trim-it implant backed out post-operatively. Further information received on 10/10/06 revealed the patinet presented to the follow up visit with inflammation and discomfort approximaltely 1 week post operatively. Surgeon noticed the tip of the implants was protruding and decided to cut the prominence. It was also reported that the patient is currently doing fine. This device is used for treatment.